Event description:
The advocate stated her son was feeling symptomatic for hypoglycemia and tested his blood glucose on his breeze2 meter. The reading was 112mg/dl. He re-checked his blood on a second breeze2 meter and the reading was 50mg/dl. No additional information was provided about the incident. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer

Manufacturer narrative:
The model# was not provided. The specific date of the incident was not provided, so it is unknown whether or not the customer used expired test strips.

Manufacturer narrative:
Breeze2 test strip lot# 1a6291aa was returned to qa and evaluated. This lot information was not provided at the time of the call and could have been from the second meter that was not available at the time. Model# 1465a, exp date 02/28/2014, manufacture date 08/01/2012.